Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to the second of two speedband superview super 7 that were used in the same patient during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) procedure to treat varices performed on (B)(6) 2024. During the procedure, "the bands were rolled on each other." A second speedband superview super 7 was used; however, the same problem happened. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event.